Event description:
Biosense webster varipulse pfa catheter used in afib heart ablations was being tested for flexibility and the ability for the circle shape of the catheter to become smaller with a turn of the knob on the catheter handle. However, during testing outside the body, the catheter mechanism of making the circle shape smaller and bigger popped and there was no way of making the circle change shape. This catheter did not enter the body and this testing was done outside of the body. A new catheter was opened to proceed with procedure.